Event description:
It was reported that during a meniscus repair surgery the foot pedal port was broken. No patient injuries reported. A back-up device was used to complete the surgery. Delay greater than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and found the wand port is pushed inside the unit. A functional evaluation was performed and found the unit could not be tested due to the foot pedal port being pushed inside the unit. A review of the device history records for the reported lot number/serial number (B)(6) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.